Event description:
The pt experienced a loss of therapeutic effects and a power-on-reset (por) condition following a surgical procedure to relocate the ins. She had been receiving good symptom control ("stim was working great") up until the procedure. The physician attributed the event to the neurostimulator and confirmed pt's symptoms of new pain. A revision was performed and replacement device was placed in the ins pocket with the result of normal device function. The pt recovered without sequelae.